Event description:
It was reported pt (B)(6) suddenly lost stimulation and is now unable to initiate therapy. Subsequent attempts to establish communication with the pt's neurostimulator have been unsuccessful. An appointment has been scheduled with the physician for further interrogation.

Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.